Event description:
On (B)(6) 2026, philips received a message from (B)(6) hospital, affiliated with (B)(6) university, stating that the touchscreen was unresponsive on (B)(6) 2026; however, a restart restored normal operation. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The device was immediately replaced with another ventilator of the same type, and a maintenance engineer was notified to inspect the faulty device. The customer called technical support to report that the touchscreen was not working while the device was in use. Based on the information provided, it was confirmed that the device did not meet product specifications. The alleged malfunction impacted the user¿s ability to use the device properly. This investigation is ongoing.

Manufacturer narrative:
E1: reporting institution name: (B)(6) university. Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).